Event description:
Received a letter from an insurance company alleging a fire occurred in a garage where a pride scooter was located. No injury reported.

Manufacturer narrative:
Evaluation anticipated but not yet begun. Conclusions - a follow-up report will be submitted upon completion of investigation.